Manufacturer narrative:
(B)(4).

Event description:
Information received from a consumer patient receiving morphine via an implanted pump. Indication for use was noted as non-malignant pain. It was reported that the patient had a stroke and was admitted to the hospital (unrelated to the device/therapy). The patient stated they had an MRI at the time and was then sent to rehab. They did not check the pump post MRI during that period. The patient stated they felt miserable and had gone through withdrawal. The change in symptoms occurred suddenly. The patient had a refill last week and they were told that their pump was not working and put them on a "speed line." Thy were unable to do the refill. The pump had told the healthcare provider (hcp) that it was not working through the interrogation. The day it said it stopped working coincided with the day the patient had the MRI after their stroke. The patient thought the pump stopped working due to the MRI. The patient stated the surgeon did not recommend replacing the pump due to their age and health. The patient wanted to know if it was safe to leave the pump implanted. The patient was still in a lot of pain and could not take "im morphine" because they were allergic. The patient mentioned they were going to continue to reach out to the physician for pain management. The event date was noted as (B)(6) 2015. There were no troubleshooting, interventions, cause, actions reported. In addition, the patient outcome and drug dose and concentration were unknown. Additional information has been requested, but was not available as of the date of this report.